Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell seven of seven. The patient was connected at the time of the alarm. Upon investigation it appears that the heater bag connection is loose causing the air in line alarm. The patient will use the homechoice tonight. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.